Manufacturer narrative:
Device not returned, follow up conversation with company representative.

Event description:
A patient underwent a balloon kyphoplasty procedure at two levels. It was reported that a bone cement leak occurred during the procedure and the procedure was stopped. The patient was reported to have suffered paralysis following the procedure and decompression surgery was performed. It was reported that the patient remained paralyzed.